Event description:
It was reported that a patient presented with their implantable cardioverter defibrillator (ICD) in backup mode due to off-label MRI use. There were no therapies active on the ICD. No changes or interventions were reported. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not yet received.